Event description:
The physician reported that on (B)(6) 2016, the patient received 12 inappropriate shocks caused by noise sensing associated to the subject lead. On (B)(6) 2016 a new lead was implanted and the associated ICD was replaced.

Event description:
The physician reported that on (B)(6) 2016, the patient received 12 inappropriate shocks caused by noise sensing associated to the subject lead. On (B)(6) 2016 a new lead was implanted and the associated ICD was replaced.